Event description:
It was reported that since the patient¿s replacement on (B)(6) 2015, they have not gotten any relief. The patient never had therapeutic effect. The health care provider (hcp) was having trouble evaluating the pump and it was taking longer than it should have to get the pump assessed. The patient was taking oral baclofen and was not in any pain or ¿anything.¿ the patient was doing ¿pretty good,¿ on the oral baclofen. The hcp planned to do a dye study, but they had not gotten his records to the hcp that was to perform the procedure. The type of medication being delivered via the device system was baclofen. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).